Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 37 mg/dl. The customer was treated for the low blood glucose with food. The customer stated that they went through a CT scan with the insulin pump. The customer was informed not to expose the insulin pump to any magnetic fields. The customer was sent a replacement insulin pump.